Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Concomitant device(s): eq rev locking screw , 320-15-05 ,4991276; equinoxe reverse tray adapter plate tray +0, 320-10-00, 4981937; equinoxe, humeral stem primary, press fit 11mm, 300-01-11, 4977661; eq rev compress screw lck cap kit, 4.5 x 26mm , 320-20-26, 4911197; eq rev compress screw lck cap kit, 4.5 x 26mm , 320-20-26 , 4993230; eq reverse torque defining screw kit , 320-20-00 , 4981183; eq rev compress screw lck cap kit, 4.5 x 30mm , 320-20-30, 4988776; eq rev compress screw lck cap kit, 4.5 x 26mm , 320-20-26, 4911347; rs expanded glenosphere 42mm, +4mm offset , 320-02-42 , 4989979; equinoxe reverse 42mm humeral liner +0 , 320-42-00 ,4958961.

Event description:
As was reported, approximately 3.2 yrs postop the initial l tsa, this (B)(6) y/o male patient was revised. Everything was removed and a cement spacer was inserted due to infection. Affected. This product is not available for return.